Event description:
A pt was admitted to the emergency room with severe esophageal bleeding. The physician intubated the pt and then loaded a multi-band ligator on to a lubricated endoscope. During the positioning of the endoscope, the multi-band ligator slipped off the endoscope. An unsuccessful attempt was made to reposition the multi-band ligator back on the endoscope. Faced with the urgency of the situation, the physician cut the trigger cord and pushed the multi-band ligator and the remaining portion of the trigger cord into the pt's stomach. The procecure was completed and the sclerotherapy was administered to stop the bleeding. The pt passed the barrel and the trigger cord the next day with no complications. The pt is in satisfactory condition.